Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that they received a v60 ventilator, and during the installation process, it appeared to the customer that the power cord was faulty, as it was not getting the ac to the unit. Since the unit was in the installation process, there was no risk of patient harm. There was no patient involvement.

Manufacturer narrative:
(B)(6) 2016.

Manufacturer narrative:
(B)(4).